Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported "device rippling, also reported pressure on the right side and multiple cysts, fluid retention and suspected device leakage." Device remains implanted. This relates to the right side.

Event description:
Patient reported right side "device rippling...also reported pressure on the right side and was diagnosed with multiple cysts (not device related), fluid retention and suspected device leakage." Healthcare professional later reported right-side capsular contracture baker grade I. Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photos identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - wrinkling: not observe. - pain: unable to observe as it is a medical event that is not related to the device. - edema: unable to observe as it is a medical event that is not related to the device. - silicone-migration: unable to observe as it is a medical event that is not related to the device. - capsular contracture: unable to observe as it is a medical event that is not related to the device. - anxiety-product-procedure: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.